Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Andrea reported via phone call of customer being admitted into hospital for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 417mg/dl. It was reported that there was a cartridge failure. It was reported that the customer will remain at the hospital until their levels go down and can resume use of the insulin pump with controlled blood glucose levels. No additional assistance was required at this time.